Event description:
It was reported that while using bd facscanto¿ ii that there was leak under wetcart. The following information was provided by the initial reporter that the customer stated that he opened the back of the unit, but couldn't determine exactly where the leak was, but says it appears to be leaking around the fan area. He believes this to be waste leaking. I requested the customer turn things off and pull the power from the unit.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd facscanto¿ ii that there was leak under wetcart. He following information was provided by the initial reporter that the customer stated that he opened the back of the unit, but couldn't determine exactly where the leak was, but says it appears to be leaking around the fan area. He believes this to be waste leaking I requested the customer turn things off and pull the power from the unit.

Manufacturer narrative:
H.6 investigation summary ¿ scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962, serial # (B)(6) ¿ problem statement: customer reported a complaint regarding a leak under the wet cart. ¿ manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue for part # 338962. Date range from (B)(6) 2021 to (B)(6) 2022. ¿ complaint trend: there are 10 complaints related to the issue of a fluidic leak caused by a valve issue for part # 338962. . Date range from (B)(6) 2021 to (B)(6) 2022. ¿ manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6), file #(B)(4) was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax, the root cause of the leak under the wet cart was determined to be a loose check valve. In response to the customer¿s complaint regarding the leak under the wet cart, the fse confirmed the issue and identified that the two halves of the facsflow check valve were inadequately secured to each other. The fse repaired the check valve, reinserted it into the wet cart, and re-tested the instrument. After the repair, the instrument was found to be functioning as expected with no further leaks and was released to the customer for normal use. No parts were requested for evaluation as there were no parts replaced. Although the leakage was likely waste and there was potential for exposure to biohazardous material, there was no skin contact nor was any medical treatment performed. No user or patient was harmed or injured as a result of the leak, and no erroneous results were reported using patient samples. Bd facscanto ii instructions for use, #(B)(4) rev. 01/vers. A, indicates to wear suitable protective clothing and gloves to prevent transmission of potentially fatal disease from biological specimens. This can be found on page 147 in cleaning the surfaces. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: 02639180, case # (B)(4) install date: 05feb2015 defective part number: n/a work order notes: o subject / reported: leak under wetcart o problem description: leak under wetcart o work performed: evaluate reported issue, repair check valve for facsflow and retest. O cause: valve halves were inadequately secured to each other. O solution: corrective action successfully restored instrument function. Passed cs&t performance. Released to customer for normal usage. ¿ returned sample evaluation: a return sample was not requested for evaluation because no parts were replaced. ¿ risk analysis: risk management file part #338960-04ra, rev. 01/vers. A, bd facscanto ii flow cytometer (fluidics) fmea (failure mode and effect analysis) was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no o item (ID): 23. Valves o potential failure mode (hazard): 23.1.1 valve leaks o potential effect(s) of failure (harmful effects): 23.1.1.1 fluidics mode operates incorrectly, degradation of performance o potential cause(s)/mechanism(s) of failure (cause): 23.1.1.1.1 stuck valve or debris or saline buildup o residual severity: 5 o residual probability (occurrence): 7 o residual rpn (risk index): 35 ¿ root cause: based on the investigation results, the root cause was a loose check valve. ¿ conclusion: based on the investigation results, the root cause of the leak under the wet cart was a loose check valve. The fse confirmed the issue and repaired the check valve by securing the two halves together. After the repair, the instrument was rebooted, tested, and found to be functioning as expected with no further leaks. No one was harmed or injured, and no medical treatment was performed due to the biohazardous leak. The safety risk of this hazard has been identified to be within the acceptable level. ¿ supporting document: n/a h3 other text : see h.10